Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed by the picture evaluation. Event description: ar-9545-t15-02 driver shaft is broken. Picture evaluation attached to the complaint of an ar-9545-t15-02. It is concluded that the driver hex was damaged/twisted. A torque-indicating adapter is recommended to be used with the device to prevent over-torquing. Most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.

Event description:
It was reported on 11/18/2022 by a sales representative via sems that an ar-9545-t15-01 driver shaft, ar-9545-t15-02 driver shaft, and ar-9545-t15-03 driver shaft is broken. Case involvement, no patient effect.